Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse confirmed the issue through review of the system logs and testing. Fse replaced the universal surgical manipulator (usm) arm to resolve intermittent error messages/faults. The system was tested and verified as ready for use. Isi has received the usm arm, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm arm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, unspecified non-recoverable errors were displayed. The customer received phone assistance from the technical support engineer (tse). Upon verification, the customer stated that they restarted several times with no change and then the surgeon elected to convert to laparoscopic procedure prior to calling in. The site confirmed that the surgeon needed 4 universal side manipulator (usm) arms to complete case and disabling usm arm 3 was not option. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reason for converting to the laparoscopic procedure was because the surgeon felt unsafe to proceed the procedure robotically with the error faults; the surgeon needed all four usm arms. The patient tolerated laparoscopic procedure well. There were no intra-operative complications. The system functionality was checked upon powering on the system. There were no other system malfunctions.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6, and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate the customer reported issue of ¿non-recoverable errors¿. The unit was tested on the in-house system in normal mode where it triggered no errors. The unit was also tested on the pf with no related failures.

Event description:
Refer to h10/h11 for follow-up information.